Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with in the mid-face with 2 syringes of juvéderm voluma® xc, in the marionette area with 1 syringe of juvéderm® ultra plus, and in the lips with 1 syringe of juvéderm® ultra. ¿five or six days later,¿ the patient developed ¿generalized facial edema in the upper and lower face, and the area where the juvéderm voluma® xc was injected the patient has a hard spot.¿ ¿malar edema¿ was also noted. On the day symptoms began, medrol dosepak was prescribed as treatment; four days later, bactrim and doxycycline were given. Later, hylenex was provided as treatment in the mid-face; a day later, another round of hylenex was given in the mid-face and marionette lines. Patient had 4 more separate rounds of hylenex after that. Symptoms are resolving; there is a bruise from the hylenex (not related to the dermal filler injections). This is the same event and the same patient reported under MDR ID # 3005113652-2019-00704 (allergan pr 1989659) and MDR ID #3005113652-2019-00706 (allergan pr1989660). This MDR is being submitted for juvéderm® ultra.